Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio 2 meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began one afternoon at the beginning of (B)(6) 2015 (date/time not provided). The patient manages her diabetes with fixed dose insulin. The patient stated that she took her usual "5 ml" dose of insulin medication (including sliding scale) at approximately 8:00pm on the same day. The patient denied that symptoms developed; however she stated that she self-treated with "1 ml extra" dose of insulin (6ml instead of the usual 5ml) "right after" (date/time not provided). The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was being used for the first time, there was no indication of product misuse and it was not possible to perform walk-through troubleshooting because the subject meter had been returned to the patient's pharmacy. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient denied that symptoms developed and the self-treatment received was not for a severe high or low blood glucose excursion. The alleged product issue was not resolved during troubleshooting.